Event description:
It was reported that during a left lap nephrectomy procedure, the surgeon divided the renal artery as normal using ligaclips to ligate. The device was positioned around renal vein as normal, there was plenty of room to place instrument. The device was applied onto the renal vein and the surgeon attempted to fire; however, initially firing cycle seemed as normal then a loud clunking noise was heard; instrument did not feel right. The surgeon completed the firing cycle and carefully opened instrument. The surgeon observed the staple line, the instrument had cut the renal vein; however, only partially deployed the staples. It was noted that on the patient side of specimen (left side of staple line) only the proximal 1/2 of the staple line had formed, no staples form at all on the distal end. On the right side of the specimen - specimen side which was to be removed no staples had formed at all. Although the staple line had partially formed the staples that did form did encompass the renal vein. The staple line formed on the patient side, no other action was required. Unfortunately, the staff discarded this instrument. There were no adverse consequences for the patient. Additional follow up: this occurred on the first firing with the device. The area was clear of any clips or anything that would be likely to cause obstruction to the firing cycle.

Manufacturer narrative:
(B)(4). The analysis results found that two tsw35 devices were received sterile, under the same batch number. One device was opened to analyze. The device was received in good visual condition, the original white cartridge reload was loaded in the device. The reload was received fully loaded with staples. The device was tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The final quality release criteria was met before this batch was released for distribution.